Event description:
Zimmer dermatome cut deeply into pt's left leg approx 3/4" deep and approx 5-5 1/2" wide. The incision was closed and a different dermatome was used to complete procedure. Outpatient procedure.